Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump experienced intermittent power and indicated evidence of a battery compartment crack. It was reported that the battery cap could be secured properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:a review of the pump¿s black box revealed rebooting events. A battery compartment crack was discovered during evaluation. The battery cap threads were damaged and the battery cap was unable to properly secure to the pump. A power loss was observed during testing. A test battery cap was used for further testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test battery cap. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.